Event description:
It was reported by the customer that the bd pyxis medstation es system had a failed drawer which did not recover after reboot. This resulted in a delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-oct-2022 to 15- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service technician was unable to replicate the reported behavior, so performed preventative maintenance. The field service engineer dispatch was cancelled. However, the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a drawer failure, which delayed the user from accessing hydrocodone. The customer confirmed that there was a delay of about an hour, but no patient harm occurred. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction was caused due to drawer failure. The field service engineer dispatch was cancelled. However, the customer resolved the issue the system functioned as intended.